Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex control unit a return pressure and effluent pressure alarms were triggered. The treatment was stopped, and the extracorporeal (ec) blood was not returned to patient. Ccrt was resumed on a different prismaflex control unit, however treatment was stopped once again due to blood pump malfunction alarm and general system failure. Ec blood was not manually returned to patient, requiring a blood transfusion. No additional information is available.

Manufacturer narrative:
H10: the device was not received for evaluation, however it was inspected on-site by a qualified technician. The functionality of the blood pump and of the main sensors of the machine were verified. A short simulated therapy was successfully performed. No action was performed on the machine as no product malfunction was detected. The event history log review showed a blood pump malfunction alarm and one general system failure (1). The cause of the condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.